Event description:
It was reported to medtronic minimed that the customer experienced an insulin flow blocked alarm. The customer also reported a short battery life of the insulin pump; the battery lasted less than seven days. The customer reported no adverse event. The event involved product(s) unomedical, mmt-332a, mmt-1880. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for unomedical. No product return is required for mmt-332a. No product return is required for mmt-1880.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test and force sensor test, sleep current measurement, active current measurement, self-tests. Thus and software was utilized and downloaded trace/history files properly. No delivery alarm not show on event date in the trace/history files. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. . Pump trace download analysis confirmed the pump alarmed a normal low battery alert on 06/08/2025 06:07:10.000, 06/18/2025 17:45:01.000, 06/28/2025 21:14:01.000. Battery cycle 8.0 received the lowbatteryalert (104) on 06/08/2025 06:07:00 after more than 7 days at 10.97 days. Battery cycle 7.0 received the lowbatteryalert (104) on 05/28/2025 06:46:00 after more than 7 days at 9.96 days. Battery cycle 6.0 received the lowbatteryalert (104) on 05/18/2025 07:43:00 after more than 7 days at 10.04 days. No moisture damage on the electronics, battery connector, battery tube, motor, vibrator during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: unit had scratched case, stained keypad overlay, cracked keypad overlay. In conclusion, pump passed all testing required. No delivery alarm not confirmed. No low battery alert noted during testing. Customer experiences an unexpected power loss of less than 7 days per the pump history records. However, the pump failed low battery in trace history isolated to electronic defective. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.